Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device's system board and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and pil was able to confirm a failure of the system board, however unable to confirm a failure of the machine flow sensor.